Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clip was fired and scissored the cystic duct and locked on tissue. When the doctor removed the clip applier, it caused a large hole in the duct. The issue caused a huge disruption in the case. The procedure was completed by closing the duct.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was hole in duct closed (another er320). Yes. How long of a delay was there to procedure as you said there was huge disruption to case (by minutes, by hour). Na. Was there any change to procedure or post-op patient care. No. Was there any patient consequence. No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed thirteen scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.